Event description:
Patient allegedly received an implant on (B)(6) 2014 via the right common femoral vein due to deep vein thrombosis . Patient is alleging tilt, vena cava perforation, organ perforation. Patient further alleges anxiety. Report from computerized tomography (CT): "there is a filter in the infra renal ivc the tip of the filter is approximately 54 mm below the level of the origin of the left renal vein. There is mild tilting of the tip of the filter to the left of approximately 10 degrees. As a result, the tip of the filter abuts the left lateral wall of the ivc. The filter appears intact without evidence of fracture. The anterior primary strut extends beyond the wall of the ivc approximately 3 mm without adjacent vessel or organ involvement. The left lateral primary strut extends beyond the wall of the ivc approximately 3 mm. It abuts the posterior wall of the right common iliac artery. The posterior primary strut extends beyond the wall of the ivc approximately 3 mm. It abuts the anterior aspect of the l3/l4 1ntervertebral disc. The right lateral primary strut extends beyond the wall of the ivc approximately 4 mm with no adjacent vessel or organ involvement. The right lateral secondary struts and the posterior secondary struts extend beyond the wall of the ivc approximately 1 mm with no adjacent organ or vessel involvement. There is no appreciable stenosis of the ivc on unenhanced images." "Intact infrarenal ivc as described above."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: investigation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety is directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order for neither device. No other complaints on lot. Product is manufactured and inspected according to current controls. The following allegations have been investigated: organ/vena cava (vc) perforation, tilt, anxiety. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. The following fields were updated per additional information received: a2, b5, b6, b7, d1, d4, g4, h4, h6. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog # is unknown but referred to as celect. Occupation: non-healthcare professional. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
Original. It is alleged that the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2014, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.